Event description:
It was reported that the battery housing opened during a total right knee anthroplasty. The event occurred while cutting with an oscillating saw on the knee cap. The non-sterile battery fell on the surgery field and afterwards on the floor. Another device was used to finish the surgery with a delay of 10 minutes. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not returned to the MFR for an investigation. This report will be updated if add'l info is received.